Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the fill valve on a 132 gallon dry acid mixer had been damaged from overheating, and the mixer was overfilling in rinse and dissolution mode. Additional information was obtained through follow-up with the biomed. The biomed stated there was a burning smell coming from the mixer which was ultimately traced to the fill valve. Upon further inspection, the biomed noticed the fill valve looked burnt. As a result, they replaced the fill valve. After doing so, the mixer continued to have problems. The fill valve was not shutting off when it was supposed to and it was causing the tank to overfill. The biomed replaced the control board and this resolved the issue. Other than the burn damage on the fill valve, no other components were found to be damaged. There were no signs of smoking, melting, charring, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The replaced parts were discarded, and therefore, no sample was available to be returned for evaluation. Photographs of the burnt fill valve were not available. There was no patient involvement associated with the reported event.